Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart, with a greater than 25% variance in results: 60 mg/dl (inform meter) and 40 mg/dl (lab) variance = 33% no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
This late MDR is a retrospective filing. On (B)(6) 2009, abbott point of care was contacted by a customer who reported the I-stat 1 analyzer was hot to touch. Based on the info at the time, there was no injury associated.